Event description:
Surgeon began procedure and thunderbeat was not working. The screen kept repeating there was an error and eventually suggested to replace thunderbeat after we followed the tips on the screen. Our tech did so and the new thunderbeat worked without any error or issue.